Event description:
It was reported that the caller experienced a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer indicated that the malfunction code was resettable and planned to follow up as they were at work without a charging cable. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.